Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse swapped universal surgical manipulator (usm) 1 and 3 for troubleshooting and then replaced the affected usm. The system was tested and verified as ready for use. Isi has received the usm for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: an umbilical hernia etep procedure was performed on system sk1185 on (B)(6) 2022. This complaint is being reported based on the following conclusion: a psm/usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, arm 1 was faulting and the surgeon did not use it. The system would fault and shutdown. On system restart, the arm would fault out again and the user was not given the option to disable arm 1. The technical support engineer (tse) had the caller hold the clutch button on the next power cycle and disable the arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/reproduced the reported complaint. The usm unit was tested on an in-house system and failed normal mode as it triggered error 32101. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, chipencoder virtual absolute (cva), sine cycle, and brake tests. It failed the yaw direction test and triggered error 32101. The +48v clockspring flat flex cable (ffc) was found to be causing the issue as it was routed too short.

Event description:
Refer to h10/h11 for follow-up information.